Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind and displacement test. However, the unit alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The unit was received with corroded electronic assemblies and a corroded battery tube. The following physical damage was noted: cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during an infusion set change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared was flush. The insulin pump was returned for analysis.